Event description:
A customer was reported to be in the hospital due to a diabetes-related issue and had been using the pump and related supplies for insulin therapy when the incident occurred. It was not reported if the customer experienced a high or low bg level as details and nature of hospitalization were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.